Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump malfunction did not recur after being reset, and the customer was instructed to continue using the pump and to contact support again if the issue reoccurs.